Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.